Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-03750, 2015691-2019-03751, 2015691-2019-03752, 2015691-2019-03754.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are:  p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. The dates of the events are unknown; for this reason, the day of the presentation ((B)(6) 2019) was used as the occurrence date. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  Multiple unsuccessful attempts were made to the author to gather additional information; but no information was provided. Investigation results suggest/indicate the cause of the regurgitation for the patients could not be determined; however, the mechanisms described above may have contributed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference esc 2019 presentation " tips and tricks: how to minimize and deal with tavr complications¿ by raj makkar.

Event description:
As reported through the esc 2019 presentation, "tips and tricks: how to minimize and deal with tavr complications¿ by raj makkar, the presentation states ¿out of 211 patients undergoing edwards valve implantation, 59 patients had post-dilation for aortic regurgitation approximately 12 months post implantation.¿